Manufacturer narrative:
Backtyping presented no problems in tube testing, but some rouleaux could be seen microscopically. To rule out whether it was the anti-a reagent or the methodology on the instrument, the customer tested the same sample in tube using the galileo's anti-a reagent and resulted in a 2+ "weaker reaction". The sample had a negative antibody screen on the galileo and is negative with anti-a1 lectin. There were no maintenance issues or reagent issues experienced recently. The instrument rois are within acceptable limits. The customer indicated that the sample was not clotted or hemolyzed, but possibly exhibits a subgroup of a. Customer was unable to provide the patient sample for further testing.

Event description:
Customer reported an abo discrepancy on galileo. A patient sample typed b, rh positive on the galileo twice on the same day; however, the sample typed ab, rh positive by manual tube method. No prior transfusion history was noted.